Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the scope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was not reproduced. The insertion section was damaged due to physical stress. The adhesive of the bending section rubber was broken. There was a defect in the universal cord or video cable. There was an abnormality in the appearance of the connector. There was a defect in the blade inside the bending section. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, when the device was turned on, the scope communication error e216 was displayed on the monitor. There was no report of patient injury associated with the event.